Event description:
The coil (subject device) was returned for analysis and it was discovered that the subject device was prematurely detached/separated during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil was returned within the microcatheter. The coil delivery wire was not returned. The main coil was found to be kinked/bent. The main coil was seen to be detached /separated from the delivery wire. During functional inspection, the device was flushed and 0.058¿ patency mandrel was advanced through the microcatheter to remove the coil. The reported event was not confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that while passing the coil through the microcatheter, it became tangled in the microcatheter, and it became necessary to remove the microcatheter with the coil inside. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. During analysis, the coil delivery wire was not returned. The device was flushed and 0.058¿ patency mandrel was advanced through the microcatheter to remove the coil. The main coil was found to be kinked and was also noted to be detached/separated from the delivery wire. The reported event was not confirmed during visual inspection hence an assignable cause of not confirmed will be assigned to the as reported 'main coil tangled' as the event was not confirmed during analysis. An assignable cause of procedural factors will be assigned to as analyzed 'main coil kinked/bent' and 'main coil prematurely detached/separated during use' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.